Manufacturer narrative:
Continuation of d10: concomitant product ID wr9220 lot# serial#(B)(6) product type recharger h3 analysis of the returned recharger revealed dut does not response to a button press hard reset. When placed on the dock, dut does not charge, only draws 23 ua, and battery leds continuously cycle. "This report is being submitted as part of remediation activities associated with CAPA # (B)(6) which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that when in the dock the wireless battery continues to flash up and down, and when out of the dock, the wireless recharger is dead; out of box issue. Reset did not resolve the issue and the issue was not resolved through troubleshooting. The rep was transferred to repair for a replacement.